Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture information contained in this report was previously submitted through asr / psr on 23-apr-2018.

Event description:
Patient reported right side pain and "contracture". Patient later reported capsular contracture, baker grade unknown and rupture via MRI. The device remains implanted.